Manufacturer narrative:
This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an osseospeed tx 4.5 - 9 implant in position 3 (fdi 16) on (B)(6) 2019. A peri operative sinus lift was, according to the complaint form, performed. The implant was left to heal submucosally. The implant was subsequently prosthetically restored with a single crown in (B)(6) 2020. The implant has, according to the complaint, lost osseointegration and migrated into the maxillary sinus. Infection is also reported. Removal of the implant was performed on (B)(6) 2020. Information on patient status after removal of the implant is not available.